Manufacturer narrative:
Concomitant medical products: product ID 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. (B)(4). Body movement was reported to affect both the ins and the lead, resulting in pain. See manufacturer report #3004209178-2015-23340 for other device.

Event description:
The patient reported lead migration/dislodgement. The patient was overdoing it after surgery and it dislodged. She had been doing laundry and excessive bending movements. A revision then took place to address this and the patient recovered completely. Before the revision, the patient was having intermittent pain. The patient would feel this when they would lay on their right side; it was related to positional movement. The pain was like a pinched nerve, and she could feel the leads pulling when she would reach. The implantable neurostimulator (ins) moved a little in the pocket. The location of the symptoms was noted to be the right hip. This was noted to be sudden since implant. Relevant medical history included failed back surgery syndrome and spinal pain. No follow-up was required.